Event description:
The consumer reported that while she was at her healthcare professional's office she saw another patient who had a spinal cord stimulation device and was in a lot of pain and agony. The consumer stated that the patient&#38112;device was turned off but it still shocked the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.